Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: surgical notes are unavailable, so it is unknown if surgical technique was followed to insert the liner. It is likely that the locking ring was misaligned in the shell and that it deformed. This may have caused the poly to not engage properly in the shell. However, the exact cause of this situation cannot be conclusively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
While inserting the liner, the locking mechanism did not move. After several attempts to lock the liner into the shell, the surgeon removed the cup and proceeded to ream up 2mm to size 60mm and implanted a larger cup and liner.